Manufacturer narrative:
The field complaint that the transmitter would not power on and the contact strips look burned was verified. During analysis, the visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter and no physical damage to the outer casing of the alternating current (ac) power adapter; however, the inspection of the green contact strips in the ac power adapter revealed burnt damage. In turn, the transmitter was not plugged into a working ac electrical outlet. Upon opening the ac power adapter, inspection revealed that there were burnt components on the bottom of the printed circuit board (pcb) and on its¿ inner casing. After opening the transmitter, inspection revealed that there were burnt components on the main pcb. Inspection of the inner housing of the transmitter revealed it had sustained burnt damage as well. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was no power observed on the transmitter and the prongs of the transmitter power adapter looked burnt. The transmitter was replaced. There were no patient consequences.